Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened esc button dome switch. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a button error alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that he treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.